Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched messages, which were reproduced. The messages were found to be caused by excessive force being required to close door. The door hooks were replaced.

Event description:
It was reported that a spectrum pump had door latch errors. Any patient involvement, injury or medical intervention is unknown.